Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a functional mitral regurgitation (fmr) with a grade of 3-4. It was noted enlarged atrium and poor quality of intracardiac echo. A clip delivery system (cds) was advanced to the mitral valve; however, orientating the clip above the valve and grasping both leaflets was difficult due to imaging. The clip was ultimately placed and the clip was deployed. However, the clip then became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). Due to image difficulties, no additional clips were implanted to stabilize the slda. The patient is being considered for surgery or tendyne, but this has not yet been scheduled. One clip was implanted, and mr is 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported single leaflet device attachment/slda appears to be due to a combination of patient anatomical conditions (enlarged atrium) and procedural circumstances associated with poor imaging quality (image resolution). The image resolution poor was related to procedural circumstances as poor quality of intracardiac echo was reported. The difficult positioning associated with anatomy and grasping the leaflets was related to the procedural conditions of difficulties with imaging (image resolution poor). The mitral regurgitation (mr) appears to be related to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the final filed report, the following information was received: on (B)(6) 2022 the patient was re-admitted and underwent a second mitraclip procedure to treat the single leaflet device attachment/slda. Additionally, mr worsened to 4+. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Additionally, based on the information reviewed, the mitral regurgitation (mr) appears to be related to the single leaflet device attachment (slda). The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances as the patient underwent an additional mitraclip procedure. All available information was investigated and the reported slda appears to be due to a combination of patient anatomical conditions (enlarged atrium) and procedural circumstances associated with poor imaging quality (image resolution). The image resolution poor was related to procedural circumstances as poor quality of intracardiac echo was reported. The difficult or delayed positioning associated with anatomy and grasping the leaflets was related to the procedural conditions of difficulties with imaging (image resolution poor). There is no indication of a product issue with respect to manufacture, design or labeling.